Manufacturer narrative:
The insulin pump was set to the proper date and time. The insulin pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and all blood glucose amounts were properly recorded in the bolus history screen. The insulin pump functioned properly. The button event file was overwritten. It could not be verified if the bolus was manually entered by the customer. The insulin pump was received with a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was over delivering insulin. The blood glucose reading was 9.6 mmol/l. The caller stated that it seemed that the bolus had doubled up, or delivered two boluses instead of one. Upon troubleshooting, the caller was advised that the insulin pump was working correctly and that the bolus was overwritten multiple times. The caller requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.